Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the right side trajectories looked to be accurate. When the arm was sent to the left side, they were off. The placement had a medial skive potential, but ended up being lateral. The surgeon put in k-wire on right side, and then free handed the left. There was no patient harm and the procedure was delayed by ten minutes. Additional information received from a manufacturer representative reported the deviations were 2-3mm. The suspected or most likely cause was a possible change in the bone surface due to bony work performed by the surgeon prior to using the guidance system.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.